Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa had taken place at a different facility. The patient suffered from fracture of greater trochanter by falling down therefore revision took place on (B)(6) 2015 on suspicion of stability by a sleeve. The surgeon replaced the stem, the metal insert and the head with a corail stem, a poly liner and a delta head respectively. The patient is now under observation. It was not reported whether there was a surgical delay. The surgeon suspected the load had been applied to the greater trochanter because the spout of the proximal sleeve had implanted in the direction of the greater trochanter. A complaint database search did not identify any anomalies. The returned parts were visually inspected and a report was received stating the following results goldberg taper score 4 was given, no stripe wear or wear scar noted, fine scratches of 50-74 % covering the bearing surface was identified. With regard to the liner; no impingement or malalignment was noted, fine scratches covering 75-100 % of the bearing surface was identified, and the back face taper score of 1 given. With regard to the stem 1-5% of bone/organised soft tissue was present on the fixation surface, no burnishing or corrosion was identified, and a taper score on the stem (sleeve) of 3 was given. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fracture of the greater trochanter due to a fall.